Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump had an inaccurate delivery issue. The patient had been treated in the emergency room on (B)(6) 2016 for a blood glucose (bg) of 595 mg/dl,with thirst, drowsiness/lethargy, and unspecified ketones. The reporter was unwilling to troubleshoot the pump. This complaint is being reported as the pump could not be eliminated as the cause of the hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, a review of the total daily dose added up correctly and reflected the users programmed basal rates. During the rewind step, the pump alarmed with a cs 128 ¿replace battery¿ alarm. The original complaint was unable to be adequately investigated due to additional failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).